Event description:
It was reported that the patient was showing abnormal changes in the monitor and emg (electromyography) during an implant procedure. The physician stated that the patient's blood pressure was lower than the baseline and might had been the cause. The procedure was aborted and all devices were explanted. The patient was doing well without any complications noted postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4230. Batch/lot number: (B)(6). Model/catalog description: (B)(6). Unique identifier (UDI)#: (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code adverse event related to patient condition will be used.

Event description:
It was reported that the patient was showing abnormal changes in the monitor and emg (electromyography) during an implant procedure. The physician stated that the patient's blood pressure was lower than the baseline and might had been the cause. The procedure was aborted and all devices were explanted. The patient was doing well without any complications noted postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4230 batch/lot number: 37686559 model/catalog description: 37686559 unique identifier (UDI)#: (B)(4).